Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin -coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. In 2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 0.11 ng/ml. Unknown if same sample or new sample, tested using laboratory equipment yielded a result of <0.02 ng/ml.